Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 9496035 number on february 22, 2024 and no non-conformances related to the malfunction were identified. Manufacturer¿s reference number: (B)(4)

Manufacturer narrative:
Additional information was received on april 19, 2024. The capsular contracture, reported initially as only right sided, was bilateral. The left sided capsular contracture was baker grade IV. Additional information was received on april 23, 2024. An explant was performed on an unknown date. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 48-year-old female who underwent breast augmentation revision with a mentor smooth round moderate plus profile 475cc saline prosthesis experienced right sided baker grade IV capsular contracture, bilateral pain, and left sided sagging post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The right sided issue was reported initially under 1645337-2022-10487. On january 22, 2024 mentor received additional information and initial awareness of bilateral issues. This report relates to the left prosthesis.